Manufacturer narrative:
Note: product reference 4433742 is not cleared for sales in the USA, but its catheter is similar to the product reference 5433742 cleared under # 510k130576. Batch history review: we have checked the manufacturing file of batch nr 36920991 of celsite babyport which complies with our specifications and does not present any discrepancy. No other complaint has been reported to us on this batch of (B)(4) access ports released in july 2017. Investigation results: we received for investigation a celsite babyport access port with its catheter divided in two pieces. At the level of the rupture, the catheter is burst. Its distal extremity is occluded on several centimeters by human material (blood, fibrin,...). Dimensional measurements: we have measured the returned catheter in order to check its conformity to our specification. All the characteristics conform to our specifications. Conclusion: the rupture is due to a catheter burst. This probably results from the fact that excessive pressure has been applied during the injection while the distal part of the catheter was obstructed. The evaluation of the explanted device did not allowed us to detect any manufacturing defect on the device. The IFU specifies: always verify that the port and catheter are functional by aspirating 2ml of blood into a syringe and injecting 5 ml of nacl before attempting to start an infusion. In case of obstruction of the system never try to clear the blockage using a fluid under high pressure which carries the risk of catheter fracture and migration. According to validated protocols, and under medical supervision,2 ml of 70% alcohol may be used to aid the unblocking of silicone catheters when the blockage is due to lipid deposits. The use of alcohol with pur catheters is not recommended. According to validated protocols, and under medical supervision, 2 ml of hydrochloric acid (hcl) 0.1 mol/l may be used to aid the unblocking of both silicone and pur catheters when the blockage is due to mineral deposits." As no manufacturing defect has been detected on the returned sample, no corrective action is envisaged.

Event description:
The patient has a subcutaneous celsite babyport. Suspected dysfunction. The system was x-rayed and it was found that the intravenous catheter was broken off in the middle. The inner end/part has floated down and ended up in the right atrium and probably into a liver vein. The catheter tip was removed by endovascular technique at angio lab. The rest of the port system was removed operatively in the usual way.